Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) was explanted for normal battery depletion. The patient¿ejection fraction had improved to the point where they no longer needed the device. At the explant, there was difficulty removing the right atrial (ra) and right ventricular (rv) leads from the device header. The device was returned for analysis. No adverse patient effects were reported.